Event description:
A customer reported that during cataract phacoemulsification therapy, the patient experienced disappearance of the anterior chamber. This was managed by increasing anterior chamber perfusion, injecting viscoelastic agents into the anterior chamber, and restarting anterior chamber perfusion. The patient¿s current condition is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).